Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set occlusion at site event on 18-july-2024. Patient replaced infusion set and resumed insulin successfully. No further information available.